Event description:
It was reported that the implantable cardioverter defibrillator was extracted. Further information was requested however was not provided.

Event description:
New information noted that the implantable cardioverter defibrillator was explanted due to infection.